Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through medical records that a patient with a 25mm 8300ab intuity aortic valve underwent a valve-in-valve procedure after an implant duration of 2 years, 4 months due to severe aortic stenosis and moderate aortic insufficiency. The patient presented dyspnea on exertion. The tavr was performed with a 26mm 9750tfx transcatheter valve. The patient tolerated the procedure well and was discharged on pod#1. Per medical records, the patient presented with worsening exertional chest pressure and doe. Tee and echocardiogram demonstrated severe aortic stenosis with high gradient. The patient underwent tavr procedure and 26mm 9750tfx transcatheter valve was deployed successfully without complications. Tee demonstrated a well seated valve with a mean gradient of 12 mmhg. The patient was discharged on pod #1.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including hld, dm type 2. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.